Event description:
The device was used during a lap gastric bypass. While making the first transection, cut but the staples did not farm. This was with a blue load. Another cartridge was used in the same gun to close the defect and fired fine. The cartridge that did not fire correctly fell from the device as it was being removed form the trocar. It was retrieved without problem. That gun was removed from the field and another was used to complete the case. There was no consequence to the patient. One device is being returned.

Manufacturer narrative:
Date sent: 3/22/2006. Additional information: d4, 10; g4; h2, 3, 4, 6. The complaint could not be confirmed due to the limited amount of information provided. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.